Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es was advanced for dilatation. However, during second inflation at 8 atmospheres for 30 seconds, the balloon ruptured in a pinhole form a few millimeters from the end tip. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.